Event description:
It was reported that per wo notes, analysis of the latest data shows a significant discrepancy between the child's temperature and the console's target temperature (approximately 0.5 to 0.8c) in an arctic sun device. During the pump priming check, the console only reaches the correct flow rate with the use of a shutline. In addition, the team reports that this console emits alarm sounds, without having an alarm displayed on the screen.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event was not reproduced during service. The arctic sun 5000 was evaluated. During the evaluation it was found that the device did not have any issues. All is okay and the arctic sun is compliant. No repairs were done as the device was compliant. During the pump priming check, the console only reaches the correct flow rate with the use of a shunt line. In addition, the team reports that this console emits alarm sounds, without having an alarm displayed on the screen. No repairs were done as the device was compliant. General maintenance water remplacing and sanitizing, test ctu ok cleaning filter. Fv-est-ctu calibration. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo notes, analysis of the latest data shows a significant discrepancy between the child's temperature and the console's target temperature (approximately 0.5 to 0.8°c) in an arctic sun device. During the pump priming check, the console only reaches the correct flow rate with the use of a shutline. In addition, the team reports that this console emits alarm sounds, without having an alarm displayed on the screen.